Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon stated the clip from the device scissored during application. There was no pt consequence. One device discarded.